Event description:
Male taken to or for anterior cruciate ligament reconstruction (arthroscopic). Pump was inadvertently activated and pressure increased to 80 mm. Resulted in ruptured capsule and required fasciotomies to relieve pressure in thigh.